Manufacturer narrative:
During review of pump history & settings, it was reported that insulin delivery was appropriate and programming was correct; there were no associated alarms. Since the event, animas has not received any further complaints about this pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient experienced a low blood glucose event (17 mg/dl) and was treated by emergency personnel at home. He was taken to (B)(6) medical center in (B)(6), where he was evaluated and released.